Manufacturer narrative:
(B)(6). This lot was manufactured january 17, 2018 - january 19, 2018. The actual intermate unit was received at the plant for evaluation. The unit was returned to the plant containing no fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The patient was receiving 275mg daptomycin over 30 minutes. However, the infusion took 50 minutes. The nurse advised that device was removed from fridge very shortly before first infusion and there was a flow restrictor on the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.